Manufacturer narrative:
Failure analysis was completed: intuitive has received the part associated with this complaint with RMA number: 301651560040; pn: 380663-21; distal, outer set up joint: the unit was installed on the system and no errors were triggered. Unit was tested on the patient side cart fixture test platform (pftp) machine and passed all tests. Errors 32097 and 30 found in the field logs reporting to the axes controller tornado (act) hardware errors. The act printed circuit assembly (pca) will be replaced to address the issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Note: refer to medwatch report (MDR) with patient identifier 837592 for the MDR submission of the first patient side cart (psc)sk2458, part number 380652-44, serial number (B)(6). Which captures arm1 with tissue tear and bleeding and arm 3 issues with conversion to a backup psc. An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed error #32097 and #30 pointing to the distal set up joint (suj) fse replaced distal suj to resolve reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The suj is pending fa. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Advanced system log review was conducted by senior failure analysis engineer and reported the following information: case number: (B)(4); procedure ID: 15963128; psc sn (B)(6) - time 12:08 ¿ 15:00 hours. Psc sn (B)(6) is believed to be the replacement psc mentioned in the event summary. However, this psc can be seen to have multiple errors on ¿arm 1¿ that occurred during the remainder of the procedure. There were multiple 32097 errors reported by set up joint 1 and universal surgical manipulator 1 indicating a communication fault on the arm. These errors are occurring on a node consistent with the reported event.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, customer contacted technical service engineer (tse) and reported that they observed 7 recoverable faults that the customer was able to recover and proceed with the procedure robotically. Technical service engineer (tse) viewed onsite logs and found error #32097 on universal surgical manipulator (usm) #1 and distal set up joint (suj) #1. Tse informed customer usm #1 needed service. The procedure was delayed due to usm #1 issue. The procedure was completed using all 4 arms.